Manufacturer narrative:
The root cause and root cause sub class cannot be identified. There was limited device-specific information provided, not batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass heat cells damaged leaking. The manufacturing operation employ quality control procedures, which include in- process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. This is heat cells damaged leaking and a risk calculation cannot be determined as there is no known batch number to identify if there were a device malfunction.

Event description:
On (B)(6). 2023, a spontaneous report from the united states was received regarding a female (age not provided) that was in the possession of a box of thermacare neck/shoulder/wrist 8hr heat wraps. The consumer noted in one box of thermacare neck/shoulder/wrist 8hr heat wraps there was a couple of heat wraps which the heat cells were exposed. This is the second case for the noted "couple" of heat wraps (see (B)(4). For the first case). The consumer declined to provide additional information.